Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the patient flight transport, the impella cp side arm retainer was damaged, and purge fluid started leaking from sidearm. No purge pressure maintaining. Side arm retainer bypass with 20g needle was done. The impella was actively being weaned for removal due to the side arm retainer damage. The impella was removed, and the patient was stable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (purge sidearm crack) - the cause of the product damage (purge sidearm crack) was not determined due to no product returned and insufficient clinical details. Purge leak - (pump) - the cause of the purge leak - (pump) was not determined due to no product returned and insufficient clinical details. Device history review: the device passed all post sterile inspection checks.